Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 5.3, lab: 2.6; (B)(6) 2014, inratio: 4.5, lab: 3.3; (B)(6) 2014, inratio: 4.5; (B)(6) 2014, inratio: 4.8, 4.4. Patient self tester reported the results from december but did not know the lot number: therapeutic range: 2.5 - 3.5.